Event description:
On (B)(6) 2025, a patient (pt) reported having redness, irritation, tearing, and pain in the right (od) eye about ¿3-4 weeks ago¿ while wearing an acuvue® oasys max 1-day multifocal brand contact lens (cl) for 4-6 hours. The pt reported seeing an eye care professional (ecp) and being diagnosed and treated for an od ¿eye infection¿ (details of ¿eye infection¿ were not provided). The pt was prescribed moxifloxacin od hourly (q1h) for first day, then every three hours (q3h) for 2 days but pt reported ¿did not need to do it that often after the first day.¿ the pt reported 2 follow up visits with the ecp ¿because the od infection was so bad.¿ the pt used lenses from the same box ¿for at least 6 weeks before od was hurting with one lens and has since resumed contact lens wear from the same box over the past 3 weeks with no issues.¿ on (B)(6) 2025, the treating ecp provided additional information. The pt was seen on (B)(6) 2025 for od redness, tearing, and photophobia and diagnosed with a superior corneal ulcer that was not in the visual axis, not far from the limbus. The pt was treated with moxifloxacin q1h on (B)(6) 2025, the pt was seen the next day on (B)(6) 2025 and ¿it was 98% healed¿. The moxifloxacin was tapered ¿to every 2 hours (q2h) for rest of the day on the (B)(6), and then q3h for (B)(6), and (B)(6), and then 4 times daily (qid) on (B)(6)." The ecp communicated with the pt on (B)(6) 2025 and the ¿pt reported to be doing better and had no pain.¿ the ecp communicated with the pt again on (B)(6) 2025 and instructed pt to use moxifloxacin twice a day (bid) for 3 more days then stop and ¿ok to try the lenses again.¿ the ecp reported ¿didn't really think it was the lenses, thought the pt may have had an abrasion that became infected with own bacteria.¿ the ecp stated ¿I didn't culture the wound and when we see ulcers we will treat them this way.¿ no additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003n7s was produced under normal conditions. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.